Manufacturer narrative:
The most probable cause of the reported event was due to a damaged pip sensor board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.3. Device evaluated by manufacturer: a field service engineer verified the 4193 s.loader-x3 home overrun reported by the customer. The fse found the x1 was being blocked by tips in the channel that x1 runs through. The fse noticed that the x2 had a faulty sensor, damaged by spill. The fse proceeded to replace the pip sensor board and the issue was resolved. The aia-900 analyzer was performing within specifications; no further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 20-jul-2017 through aware date 20-aug-2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12, flags and error messages, describes the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [4193] s.loader-x3 home overrun cause: the home sensor s0701, which is not supposed to be activated after the sample loader x3-axis moves, was activated. Action: remove the impediment or other cause of the error. Check s0701 and also check to see the cause of slipping, and so on, that occurs when pm072 moves to the limit side. H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error message 4193 s.loader-x3 home overrun with the aia-900 analyzer. The technical support specialist instructed the customer to perform an "all set home", which resulted in the error message. The customer proceeded to reboot the analyzer, but upon start-up the error reoccurred. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting of patient results for afp and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.